Manufacturer narrative:
The device was returned to olympus for inspection; however, a definitive root cause could not be identified. Based on the investigation findings, the most probable cause of the complaint is classified as cause not established, indicating that the investigation did not lead to a clear conclusion regarding the presence of foreign objects at the distal end. A review of the device history record revealed no deviations that could have caused or contributed to the reported issue. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, foreign objects were discovered at the distal end of the bronchovideoscope. There was no patient involvement.